Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin flow blocked alarm. The customer¿s blood glucose level was in 400, 476 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high glucose and performed for insulin flow blocked alarm. Customer stated that the insulin was not exit and insulin pump alarmed insulin flow blocked. The customer stated that they got insulin flow block when filling tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.